Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks from the implantable cardioverter defibrillator (ICD) device for atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that the patient received subsequent shocks for t-wave oversensing (twos) on the right ventricular (rv) lead. The device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).